Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services to report that this patient experienced ventricular tachycardia (vt) that was nonsustained in (B)(6) 2013. The arrhythmia was initially detected in the vt-1 zone, then accelerates into the ventricular fibrillation (vf) zone with some occasional beats sensed in the vt-1 zone. The local representative and the ts consultant discussed the programmed duration and concluded that the device was operating as programmed and designed. Additionally, ts commented that the first two undersensed r-waves appeared to be small amplitude beats that had been preceded by a large t-wave. The third undersensed r-wave falls into cross-chamber blanking. Again, ts reported that these observations represented normal device operation. Subsequently, boston scientific received information that this patient had been admitted into the emergency room in (B)(6) 2013 following delivery of shock therapy for supraventricular tachycardia (svt). The local representative contacted ts to ask question about why the device treated this arrhythmia. The patient has a history of svt and svt radio frequency ablation ((B)(6) 2012). The arrhythmia was detected in the vt-1 zone with the v>a feature being classified as true (treat). It appears that some of the right atrial (ra) complexes falling into cross-chamber blanking. Antitachycardia pacing (atp) and shocks were delivered. Shock therapy was exhausted and the svt never accelerated into the vt zone. The patient had been working in the yard and most likely was resting when the episode ended. Technical services discussed programming options to avoid inappropriate therapy for svt. The local representative was planning to discuss this further with the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.